Event description:
It was reported that during procedure, the fiber was not functioning. Upon removal of the fiber, it was found that a part of it remained in the patient's body. This part was successfully removed. It was noted that the fiber appeared to be severed. The procedure was completed with another the same fiber. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The product record review (prr) results detailed in the prr table did not determine the probable cause of the complaint. A review of the device history record (DHR) confirmed that the device met specification prior to shipping, and no manufacturing deviations were noted that could have contributed to the event reported. A risk review was completed and confirmed that the event of "fiber break" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, the conclusion code "cause not established" has been assigned as the most probable cause for the complaint.

Event description:
It was reported that during procedure, the fiber was not functioning. Upon removal of the fiber, it was found that a part of it remained in the patient's body. This part was successfully removed. It was noted that the fiber appeared to be severed. The procedure was completed with another the same fiber. There were no patient complications.